Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the b11lt was returned with the sleeve assembly melted. The obturator was not received. During inspection with magnification it was noted that the sleeve have several damages caused by and an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic inguinal hernia procedure, the surgeon noticed that the trocar canula near the bottom beveled end had what appeared to be a hole in the side of the canula with the edges of the hole appearing melted. The surgeon was using a laparoscopic hook blade with no other energy modality on the field (no monopolar). The surgeon and staff in the room are unaware of what could have caused this. Both the trocar and the hook blade were not reprocessed. The procedure was completed using same like device. There were no patient consequences reported.